Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the vela ventilator. It was seen that the ac power cord might have been disconnected from the wall or lost connectivity, which force the vent to drained the battery power that caused the vent-in-op error. Field service representative ran the vent with ac power over an hour and ran without ac over 20 minutes but the vent did not shut down. Performed ovp and passed all test per vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator stopped giving breaths while on patient and then the unit went inoperable. The customer confirmed that there was no patient harm associated with the reported event.